Event description:
The patient reported that she had low blood sugar and her v-go bolus ready button did not release the bolus delivery button. This happened yesterday, (B)(6) 2020. Patient had breakfast and gave herself four bolus clicks, then did not eat anything for several hours. Around 4pm patient stood up and felt dizzy. Patient assumed this was because she had not eaten in a while ate some food and felt better. Then around 430pm patient tried to administer bolus clicks. At this time patient discovered her bolus ready would not release the bolus delivery. Patient did nothing until around 6pm when she had multiple symptoms of low blood sugar. Patient's skin was red all over, and she had a rapid heart beat, felt weak and was sweating a great deal. Patient felt like going to sleep, measured her blood sugar level at 6:02pm and it was 43. Patient drank some orange juice measured 61 at 6:09pm. At 7:03pm patient measured again and was back down to a 48. Patient ate food, drank a coke, and had some milk. Patient decided to put on a new v-go at around 9:30pm. At 10:05pm she measured 167.